Event description:
Reporter indicated that the vns pt had died at home in her sleep. Reporter indicated that the death is not related to vns. The death was not witnessed. Sudep is probable. The vns was not explanted and was buried with the pt. Attempts for the death certificate are in progress. No device failure is suspected.